Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. Corrosion was found throughout the device due to the leak. The time and cause of the tear could not be determined. The damaged cannula was found to impede the device's ability to properly deliver insulin. Data extracted from the device shows no timeouts or drive stalls. Device ran for 1715 pulses. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose level rose to 320 mg/dl, after wearing the pod between 36 and 48 hours on the arm. As treatment; an insulin pen was used.